Event description:
Cardiologist's office called on (B)(6) 2017 to advise merlin (model ex1150) had not been transmitting for about 2 weeks. After determining that neither power plug nor the phone connection had been interrupted, nor had patient been away from home during that time, advised I call st. Jude medical ((B)(4)) for assistance with troubleshooting the problem. The rep from st. Jude walked me through a procedure that took approximately one hour, and determined that the device is working properly. St. Jude rep advised that the problem occurred when an update was attempted ((B)(6)); it failed to complete and left the merlin device unable to transmit. On (B)(6) 2017 I called st. Jude ((B)(4)) to determine if the update had in fact been installed. I was advised that the merlin device is running with the most current version (v8.2.2) and is transmitting properly.